Event description:
It was reported that the product experienced an e-1 error message. It was further reported that there was no light.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.